Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on performa ii meter, compared to hospital meter, within 10 minutes: 110 mg/dl on performa ii meter and 300 mg/dl on hospital meter. No adverse event reported. Requested return of the alleged device for evaluation and replacement was sent